Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 bubble detector sensor. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s3 bubble detector sensor being used with the sorin s5 system was not recognized by the bubble module during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and identified deflated bladders on the bubble sensor. The sensor was replaced and a subsequent functional check and test run did not identify further issues. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s3 bubble detector sensor being used with the sorin s5 system was not recognized by the bubble module during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 bubble detector sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any manufacturing deviations or non-conformities relevant to the reported issue. No additional information was received. If additional information is received, it will be evaluated for reportability as required. During the root cause investigation, it was found that the silicon oil can diffuse out of the cushions over time, detecting the failure mode "the cushions of the sensor are deflated". This is a known issue. Livanova (B)(4) corrective actions are ongoing for this type of issue.